Event description:
During the coil embolization of the anterior communicating artery aneurysm, a coil prolapsed. No further information was provided. There was no reported clinical consequence to the patient.

Event description:
During the coil embolization of the anterior communicating artery aneurysm, a coil prolapsed. No further information was provided. There was no reported clinical consequence to the patient.

Manufacturer narrative:
Additional information was received from the user facitlity stating that approximately 1mm of the last coil protruded from the aneurysm post detachment.

Manufacturer narrative:
(B)(4) coil protrusion. K042539.